Event description:
The customer's mother called to report that her son experienced high bg's levels "up to 390 mg/dl" with this pod. The details about this event could not be recalled. The mother stated that the "cannula had come partially out" and that it was "bent," which "was probably the cause of this high bg event." No reason was provided as to how the cannula may have become displaced. The pod was removed and a new one applied; "the next pod controlled bg levels normally." The suspect device will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation - we are unable to identify any device malfunction that may have caused or contributed to the customer's high bg levels. No mechanical issue can be confirmed. Although no mechanical issue can be confirmed, it is determined that the customer's high bg levels had resulted from the cannula coming out of the insertion site. This condition is considered to be a failure of the device to function as intended (by failing to control bg levels). For this reason, we are considering a device malfunction to have been a contributing factor to the customer's high bg levels (despite the inability to confirm any mechanical issue). The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Based on the information provided in the report, it is unknown when the cannula had pulled from the site in relation to when bg levels began to increase. A review of lot qualification records was performed - the lot passed the acceptance criteria. Note: evaluation method specific to activities performed during lot qualification and not to activities performed on the subject pod (as it was not returned for evaluation). Evaluation conclusions pertains to a failure of the cannula to remain inserted in the customer's skin (not to a "mechanical" failure detected during testing, as the pod was not returned).